Manufacturer narrative:
Year of birth: (B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06086. It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. Two 2.5 mm x 220 mm x 150 cm, otw coyote¿ balloon catheters were advanced for dilatation respectively. However, the two balloons ruptured at 12 atmospheres. Both devices were completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.